Event description:
Device issue: stent fracture. Time of device issue: approx 2 yrs post-implant. Adverse event: none. It was reported that approx 2 yrs post a right internal carotid artery stenting procedure, the xact stent was found to have a mid-stent, single strut fracture. Additionally, there may be a second single tyne fracture, but that could not be confirmed. The pt has not experienced any adverse effects and has had no injury or trauma to the right neck. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: based on the xact instructions for use (IFU), stent fracture, deformation and/or stent damage are known potential adverse outcomes associated with carotid stents. In this case, no anomalies to the catheter were reported during delivery system inspection prior to use and in addition, no stent related discrepancies were reported at the time of device preparation and stent implantation two years ago. Reportedly, the pt has not experienced any adverse events and has had no injury or trauma to the right neck. No in-stent restenosis was reported and no other adverse events were experienced. In this case, the definitive cause of the strut damage could not be determined. A review of the lot history records associated with this incident revealed that the device met the acceptance criteria. At mfg, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. At the final pack visual inspection and check list, all parameters passed 100% inspections. Based on the available info, the event does not appear to be related to a product deficiency. Although a conclusive cause is not identified, it is possible that pt disease state or circumstances during case contributed to the strut damage.